Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports the system fluoro failed during an unknown case with a collimator error. Staff tried to reboot the system multiple times, but the system would not fluoro. Staff then moved the patient to another room to complete the case. No reported injury.